Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is having intermittent communication loss with connected device(s). No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is having intermittent communication loss with connected device(s). No patient harm was reported. The bme reported they changed out the allied telesis switch with a cisco switch for the cns/org section of the network and that resolved the issue.